Event description:
It was reported that the pump touchscreen was on, but the display remained as a grey screen. Reportedly, the pump was hit against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.